Manufacturer narrative:
The problem was due to a damaged board. After the replacement of this component, the laser system restarted to work. The problem was during installation.

Event description:
The laser system has the following problem: "temperature board not working, needs to be replaced."